Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 1 month. The replaced portion of the driveline and the explanted device were received for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a clinic visit, the patient bent over, kinking the driveline and causing a pump stop. The patient remained asymptomatic. The log file submitted to the manufacturer's technical services representative for analysis confirmed a pump stop/low speed operation event on (B)(6) 2016. On (B)(6) 2016, a second log file submitted to the manufacturer's technical services representative revealed multiple pump stoppages and low speed advisories between (B)(6) 2016. These recorded events occurred while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise. The x-ray images submitted to the manufacturer's technical services representative for review were of low resolution; however, there did appear to be an area of concern approximately 6-8 inches from the exit site where a sharp bend in the driveline was noted. Rescue tape had been applied to secure the area. An ungrounded patient cable was provided for the patient's use while on power module support until a driveline repair could be performed. On (B)(6) 2016, the manufacturer's technical services representative performed an onsite driveline repair. Based on the x-ray images, the decision was made to start the repair approximately 4 inches from the driveline exit site. The repair was performed successfully and the patient was placed back onto a grounded patient cable without issue. A few hours after the repair, it was reported that pump stoppages occurred while the patient was supported on a regular (grounded) patient cable. On (B)(6) 2016, the patient underwent a pump exchange.

Manufacturer narrative:
The sus voluntary event report, mw5063089.

Event description:
Additional information received from an sus voluntary event report: fracture of driveline wire causing short to shield error and drop in pump speed, as well as pump stopping. Pt symptomatic with speed drop/pump stop. Pt hospitalized for monitoring and pump replaced surgically.

Manufacturer narrative:
The evaluation of the returned pump confirmed an internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and a distal portion of the driveline measuring approximately 21.5 inches was also returned. A distal segment measuring 16 inches was previously returned for examination. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon pump disassembly revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts; however, visual inspection of the 21.5 inch portion of the driveline revealed breaches to the insulation of the black and orange wires approximately 9 inches from the driveline repair. The black wire redundantly supports motor phase 2 and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires were significantly abraded, but were otherwise unremarkable. The remainder of the driveline was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black or orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms and pump stoppage events that were confirmed through the analysis of the submitted system controller log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.